Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, the vapr generator stopped working after only 30 seconds of operation. This somehow caused the procedure to be extended by 60 minutes; the patient suffers some kind of pain and was kept in the hospital for an extra day. Questions are out to our affiliate for further information and clarity of issue.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.